Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged throat irritation, yeast infection. There was no report serious or permanent patient harm or injury. The device was returned and could not confirmed the customer allegation.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was particals found in blower. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could confirm the customer's allegation and there was visible foam degradation and device is scrapped.